Manufacturer narrative:
The reported event of a guidewire insertion issue was confirmed. As received, a complete lead was returned with its associated guidewire for analysis. The guidewire insertion test was unable to be performed due to the damage revealed at the distal region of the lead. X-ray inspection of the lead confirmed that the inner coil was damaged. The cause of the reported event was isolated to be due to the damage revealed, which is consistent with procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an implant procedure, the guidewire failed to advance into the left ventricular (lv) lead. The tip of the guidewire then went through the lv lead as a result of user error. The lv lead was replaced to resolve the event. The patient was stable and will continue to be monitored.